Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Visual inspection found the cause was a damaged lcd (liquid crystal display). The lcd requires replacement to address this issue.

Event description:
It was reported that a spectrum iq pump had a black screen. The event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.